Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly . Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with peeling serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected alarm. The alarm had occurred twice. The alarm occurred when they were sleeping. The customer¿s blood glucose level was 170 mg/dl. Troubleshooting was performed. The customer had previously called to report a power error detected alarm. The alarm occurred within a week of troubleshooting the previous occurrence. The device will be replaced and returned for analysis.